Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0266490. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Reviewed the batch record, assembly date of this lot is nov 2020, and no such defect were found in-process inspection and finished inspection .the sleeve stopper of raw material was produced in jan .2020, no abnormality.

Event description:
It was reported when using the bd¿ prn adapter there was leakage and a deformed/damaged/crack device. The following information was provided by the initial reporter. The customer stated: "the patient's bed sheet and sleeve were found to be soaked with water stains of about 30cm in each diameter during the shift round. The examination found that there was a crack in the heparin cap, and there was continuous liquid oozing at the crack. The patient complained about the waste of drugs, gave a positive explanation, returned a bottle of drug cost, replaced the indwelling needle and continued the infusion."